Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced alert 38 indicating motor stall after a supply change, with the user noting they likely overfilled the cartridge; the agent cleared alerts, restarted the device, removed all supplies, and performed a dry run that proceeded beyond 120 units without re-triggering the alarm, after which the user replaced supplies and completed a supply change and meal announce without further issues. Symptoms included none reported, with a blood glucose of 204 mg/dl and the user allowing the ilet to correct. Outcomes included no injury, no medical intervention, and continued device use after successful troubleshooting. Investigation included guided troubleshooting, device restart, alert clearance, dry run testing, and replacement of disposable components. Investigation of this case revealed a transient motor stall consistent with a consecutive stalled motor condition likely related to supply setup, resolved by clearing alerts, confirming motor function via dry run, and replacing the cartridge, connector, and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user setup-related and not a device malfunction.